Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. We checked the returned unit and confirmed that the cmos-m with drive pcb signs of fluid droplets on the video image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the cmos-m with drive pcb fluid damage, the distal body broken, the lcb distal cover glass broken, and the distal body leak; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).